Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient fainted because of hypoglycemia. The first cgm reading was 227mg/dl with an upward trend arrow and a low glucose alert and the second cgm reading was 132mg/dl with a steady trend arrow and high glucose alert. Although, no bg readings were taken or provided, the patient reported that the event occurred because the values were inaccurate. The patient was treated by her spouse with baqsimi 3mg (glucagon nasal powder) and recovered after 15 minutes. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.